Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty inserting or removing the guide wire could not be confirmed as a proxy 0.038inch guide wire was frontloaded through the proximal end of cut sheath, advanced through the entire distal portion of the sheath and removed with no resistance noted. The reported device entrapment could not be replicated in a test environment as it occurred during the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported difficulty inserting/ removing the guide wire and device entrapment could not be determined. The reported clear plastic piece is part of the device assembly internal components which the guide wire is inserted through and was exposed because the sheath was cut. However, the subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery via 6fr sheath using the preclose technique prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, after suture deployment, when attempting to insert the guide wire into the proglide device to retain vessel access, the guide wire could not be inserted completely. The guide wire could not be removed and the sheath (black part) of the proglide device was cut at approximately 2 inches to be able to remove the proglide device. Once removed from the patient anatomy, a clear plastic piece was found inside of the proglide device which may have blocked the insertion of the guide wire. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to 16fr and the tavr procedure was completed. Hemostasis was achieved using the pre-placed sutures from the two proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.